Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp was inserted to the left ventricle with no issues and ramped up. Position was unstable until multiple troubleshooting attempts were made. During support it was noted that o2 sat continued to slowly rise. Bedside echocardiogram completed and impella position was acceptable, but may need further adjustments at a future time. Decided to leave where it is due to difficulty of positioning. The patient was maxed out on all 5 vasopressors and was on continuous renal replacement therapy and not pulling any fluid. Ultimately care was withdrawn and the patient expired.

Manufacturer narrative:
A5 and a6 is unknown ( patient's race and ethnicity). The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿